Event description:
It was reported that the health care professional (hcp) had difficulties interrogating this pacemaker. Technical services suspected it was due to the battery being low. Additionally, the device was found to be in safety mode. The patient was admitted to the hospital and was experiencing some pacing inhibition. The patient is dependent on therapy therefore, external defibrillation pads was applied to the patient so the patient can be protected. Additionally, it was noted there was a known failing left ventricular (lv) lead. Additional information from the field representative noted the terminal pin was bent. Technical services recommended replacing and returning the device for product analysis. Subsequently, the device was explanted and replaced successfully. During the implant procedure the lv lead was getting normal readings when connected to the pacing system analyzer (psa) therefore, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the health care professional (hcp) had difficulties interrogating this pacemaker. Technical services suspected it was due to the battery being low. Additionally, the device was found to be in safety mode. The patient was admitted to the hospital and was experiencing some pacing inhibition. The patient is dependent on therapy therefore, external defibrillation pads was applied to the patient so the patient can be protected. Additionally, it was noted there was a known failing left ventricular (lv) lead. Additional information from the field representative noted the terminal pin was bent. Technical services recommended replacing and returning the device for product analysis. Subsequently, the device was explanted and replaced successfully. During the implant procedure the lv lead was getting normal readings when connected to the pacing system analyzer (psa) therefore, the lead remains in service. No additional adverse patient effects were reported.